Event description:
Customer reported erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. The erroneous high test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, an no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in red top serum tubes without a gel separator. The specimens were collected off-site, transported to the laboratory and then centrifuged for ten minutes at 3000. The sample was analyzed from the primary tube and was normal in appearance. Repeat testing was done from an aliquot of the original sample. Reviewed pre-analytical factors that could contribute to an erroneously elevated result. Recommended that the customer review specimen processing and centrifugation protocols and also recommended the use of serum tubes with a gel separator or switching to plasma tubes. Quality control was within the customer's established ranges, no issues to report. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 1008 and (B)(4) 2010 of complaints for additional reportable events.